Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Transseptal puncture was completed. The watchman access system (was) was then advanced across the septum and a pericardial effusion was observed. Upon withdrawal of the dilator, the physician attempted to aspirate blood from the was and was unsuccessful. The effusion grew rapidly and pericardiocentesis was performed. A total of 690mls of blood was removed from pericardial space. The patient remained stable throughout. The watchman procedure was aborted. The drain remained in place and the patient was transferred to the intensive care unit in stable condition.